Event description:
It was reported that, " the piece 8000-1056 that was brought with the po sho005-8, presents problems since it doesn't allow him to pass the guide of court tibial 7650-1092r."

Manufacturer narrative:
Na